Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: during follow up, the customer stated there was no patient contact. It was confirmed that the issue was lens sheared. The following section has been updated accordingly: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was sheared. No additional information was provided to abbott medical optics.